Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi) with high voltage therapy disabled. The device was not programmed into MRI mode. Technical support was contacted and attempted to restore the device with firmware download but the bluetooth software was not present and the firmware download failed. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of MRI related reset, problem associated with use in off-label MRI environment, and no ble telemetry were confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por) caused by magnetic resonance imaging (MRI) without switching device to MRI settings. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Scanning under different conditions can result in device malfunction. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.